Manufacturer narrative:
(B)(4). Eval results: stent graft misplacement, severe aortic angulation, blood pressure was not lowered. Conclusion: severe aortic angulation, blood pressure was not lowered.

Event description:
A talent captivia stent graft system was implanted in a pt for the endovascular treatment of a 6.5 cm in diameter thoracic aortic aneurysm. The pt had a bovine arch, and there was a 90 degree bend in the mid-descending aorta. Iliacs were 7 mm in diameter without tortuosity or calcification. It was reported that a first talent captivia stent graft was implanted distally without issues. Then, to continue building up the aorta, another talent captivia stent graft was delivered with an intended landing zone at the innominate artery. However, due to the severe aortic angulation and because the blood pressure was not lowered, the talent captivia stent graft ended up about 2 cm distal to the innominate. There was no proximal type I endoleak. Another talent captivia stent graft (MFR report # 2953200-2011-01181) was planned to be placed proximally; however, the device could not be advanced to the proximally landing zone due to friction with the other stent grafts and the aortic angulation. The distal end of the graft cover by the stent stop buckled on the delivery system. The device was removed, and another talent captivia stent graft (MFR report # 2953200-2011-01182) was attempted to be delivered; however, that device also could not be advanced due to friction and the aortic angulation and ended up buckling at the stent stop. It was decided to not try to implant any add'l devices. No add'l clinical sequelae were reported, and the pt is fine.